Manufacturer narrative:
This report or other information submitted by (B)(4) healthcare under 21 cfr part 803, and any release by FDA of that report information, does not reflect a conclusion or admission by (B)(4) healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer by the end user, per the patient when her son arrived about 4:30 or 5:00pm on (B)(6) 2016 at the facility and the patient told him that the bed had dropped twice and her back was hurting. He notified the staff. The staff immediately put the patient in a wheelchair and took her for x-rays of her entire back. The x-rays were negative and the patient did not require any additional medication. It was reported to the manufacturer by the end user, per the facility 2 cna's that were providing care to the patient stated the head section of the bed was flat on the frame. The cna's used a lift to put the patient back to bed around 3:15pm on (B)(6) 2016. Once the patient was in the bed, they tried to use the hand pendant to raise the head section of the bed and it did not work. The cna called the facilities maintenance staff to come look at the bed. He checked to see if the pendant had become unplugged and it had not. He changed the pendant with another pendant from a bed on-site(same model of bed) and head section still did not work. The maintenance staff called (B)(4) rental services to report the bed being broken and was told that they would have a replacement in about an hour. The patient was propped up on the bed with pillows and was comfortable. The patient did not sustain any injuries. (B)(4) were entered into our system to have the bed returned to (B)(4)for investigation. The bed was received at (B)(4) on 1/28/2016.